Manufacturer narrative:
Initial and final (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off during use within 10 minutes. The issue occurred with two infusion sets. No further information available.